Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus using the pump. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Additionally, the customer was using cold insulin with the pump and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer changed the infusion set and cartridge, and resumed insulin delivery to address the issue.